Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive sleep/wake button and home navigation did not function despite education on the always-on touchscreen and attempts to charge, clean the device, and operate the button. Symptoms included no device vibration feedback on button press or hold, with no reported adverse clinical effects and no alerts or alarms. Outcomes included shipment of a replacement device and continued therapy without reported blood glucose impact or medical intervention. Investigation included remote troubleshooting and user education. Investigation of the returned device revealed a hardware failure involving the sleep/wake button component that remained unresponsive after standard mitigation steps.